Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to pain and elevated chromium ion levels. The modular head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to pain and elevated chromium ion levels. The modular head was removed and replaced. Additional information received in the revision operative report noted the right hip revision was due to pain and elevated metal ion levels. The patient's operative report noted dark brown fluid, inflammation, and metallosis. The patient's operative report further noted the femoral component showed evidence of wear and trunnionosis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states "elevated metal ion levels have been reported with metal on metal articulating surfaces."